Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during a scoliosis correction surgery, while the surgeon was tightening a plug; the tip of the plug driver broke. The surgeon was not able to remove the broken tip of the driver from the plug, so he decided to cut the rod and remove the screw. The surgeon then had to implant a new screw and rod. To tighten the new plugs the surgeon used the double end plug driver and a clamp. It was not possible to use the torque limiting handle to tighten the plugs. The surgery finished with a one hour and thirty minute delay. No foreign body is in the patient. The polaris part numbers are unknown for the plug, screw, and rod that were removed.

Manufacturer narrative:
Additional information was received, lot number was reported. No additional information has been provided at this time. Codes were updated based on the receipt of additional information.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. The tip had been sheared off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of the event is unknown.